Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial approach. The 15x2.5, concentric, de novo target lesion with a bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that balloon ruptured during first inflation for 3 to 5 seconds duration.

Manufacturer narrative:
B5 describe event or problem updated. E1 - initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial approach. The 15x2.5, concentric, de novo target lesion with a bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial approach. The 15x2.5, concentric, de novo target lesion with a bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that balloon ruptured during first inflation for 3 to 5 seconds duration.